Event description:
On (B)(6) 2025 a caregiver reported that the user experienced elevated blood glucose levels and made multiple meal announcements attempting to lower the blood glucose (bg) levels, resulting in a rapid drop in bg. Caregivers provided glucose tablets to correct the hypoglycemia due to the symptoms of hypoglycemia the user was unable to help themself. No medical intervention was required. Caregiver stated that the user has some memory issues which may have contributed to the user error.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The device log indicated appropriate activation of high and low glucose alarms consistent with the reported blood glucose fluctuations. Insulin delivery requests corresponded appropriately to the cgm glucose values and meal announcements entered by the user. No errors or malfunctions were found. Based on available data and user submission, the event was attributed to user-related factors, performing multiple meal announcements to correct hyperglycemia, which likely contributed to the subsequent rapid bg decline and hypoglycemia.